Event description:
Catheter was torn off. The length of the returned catheter is 16.5cm. Please investigate how it was torn off and whether it was occluded or not. This incident occurred after 250 days after placement.